Event description:
A catheter problem was reported. It was uncertain if the catheter will be revised or replaced or "what is exactly wrong with it". It was later reported that the case was cancelled.

Manufacturer narrative:
Catheter: model #8709sc, lot#: n273460008, implanted: (B)(6) 2011, explanted: unknown.